Event description:
It was reported that an external fluid leak was observed from an ultrafilter u9000 during the disinfection process with an ak 98 machine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.